Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was having issue where the cns would drop the heart rate (hr) numbers and waveforms intermittently one time for 10 seconds and the second time for 20 seconds on a bed. The bme attempted to reboot the cns but when he went to windows, he could move the mouse, but could not press on anything, it seems like it would not respond when he tried to bring back up the cns application. No patient injury reported. Customer sent in the logs of these events to be reviewed by nihon kohden. Repair summary: the complaint unit was returned and evaluated by nk repair center (rc). Nk rc indicated that the returned unit was already initialized to factory setting and they were unable to verify the reported issue. For precautionary measures, the hard drives of the device were replaced. Investigation summary: review of the logs sent in by the customer found no relation to the dropping of the numerics and waveforms as reported by the customer. However, there were histories of force shutdown and file crash. These events may lead to corruption of the operating system (os) file or the cns software. Although not definitive, the most probable cause of the issue is user error- improper shutdownof the device. Improper shutdown of the device may cause corruption of the os file and the cns software, which could lead to unstable cns monitoring. It was recommended to reinstall the os file and the cns application. Customer returned the complaint device and nk repair center installed new hard drives on the device, which includes reinstallation of the os file and the cns application. A review of the history of the serial number identified no recurrences of the issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issue where the cns would drop the heart rate (hr) numbers and waveforms intermittently one time for 10 seconds and the second time for 20 seconds on a bed. The bme attempted to reboot the cns but when he went to windows, he could move the mouse, but could not press on anything, it seems like it would not respond when he tried to bring back up the cns application. No patient injury reported. Customer sent in the logs of these events to be reviewed by nihon kohden.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issue where the cns would drop the heart rate (hr) numbers and waveforms intermittently one time for 10 seconds and the second time for 20 seconds on a bed. The bme attempted to reboot the cns but when he went to windows, he could move the mouse, but could not press on anything, it seems like it would not respond when he tried to bring back up the cns application. No patient injury reported. Customer sent in the logs of these events to be reviewed by nihon kohden.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issue where the cns would drop the heart rate (hr) numbers and waveforms intermittently one time for 10 seconds and the second time for 20 seconds on a bed. The bme attempted to reboot the cns but when he went to windows, he could move the mouse, but could not press on anything, it seems like it would not respond when he tried to bring back up the cns application. No patient injury reported. Customer sent in the logs of these events to be reviewed by nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/07/2023: emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer could not provide the requested information.